Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
Patient was hit by a car on (B)(6) 2017 sustaining a left femoral fracture. (B)(6) 2018 the fracture was addressed by implantation of a gamma3 long nail and lag screw. Patient has since alleged pain.